Event description:
Customer reported that, on multiple occassions during the performance of a procedure, the spo2 alarm tones, which had been set to the default setting (i.e., alarm tones "on"), turned off without intervention by the staff.

Manufacturer narrative:
On site evaluation determined that the monitor operates per specification. Use error is suspected. Hospital biomed, rep informed spacelabs that, following the reported incident, the hosp had requested and rec'd from spacelabs a replacement cpu board for the monitor in question. Rep indicated, however, that although the replacement board was never installed, they had not experienced any further problems with this monitor. Rep indicated that he therefore believes that the issue was due to operator error. On site evaluation by space labs determined that the monitor was operating per specification. Spacelabs concurred that the likely cause was use error and is closing the investigation. Note: this report is being submitted as a result of a reevaluation of past complaints by spacelabs. Although a report had not previously been filed for this incident, we have concluded that a report is appropriate. We are now reporting this incident.